Event description:
It was reported that the helix could not be extracted during the implant operation. The doctor changed to another lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The serial number of the lead is not known, so the manufacturing site ID was set to medtronic, inc.